Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was 490 mg/dl. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering and they performed displacement test and it was passed. Time was not correct. Customer also experienced high blood glucose level of 540 mg/dl and was treated with insulin pump and manual injection. Customer experienced symptoms such as thirst and tired. Customer was not using auto mode. Troubleshooting was performed for high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.